Manufacturer narrative:
Additional information was received on 09-nov-2021. The patient is still in the hospital, but has been recovering without pericardial effusion or bleeding (revised on (B)(6) 2021). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30559976m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During the procedure, blood pressure decreased. No improvement despite the use of vasopressors. Pericardial effusion was confirmed by intracardiac echo and transthoracic echo. This occurred after 2 hours since the catheter was used, during left ventricular outflow tract - (lvot) ablation. After the ablation ended, pericardial drainage was performed in the catheter room. Fresh blood was drained. Approximately 400 ml was drained. After that, the patient left the room for CT imaging. The physician commented that since another electrode catheter was also inserted, the timing of occurrence was unknown. The patient is still hospitalized at present, but since then, the patient has passed without pericardial effusion or hemorrhage, and is recovering. Additional information was received on the event. The physician¿s opinion on the cause of this adverse event was unknown. Patient outcome of the adverse event was improved. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop was observed. The event occurred during the ablation phase. No error messages observed on the biosense webster, inc. Equipment during the procedure.